Manufacturer narrative:
Battery charger sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (faults while charging) was investigated. Upon evaluation, the q1 current controlling transistor was thermally damaged. The cause of the faults while charging is the damaged transistor. The root cause of the damaged transistor cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was producing faults while charging.